Event description:
It was reported that the accunet recovery catheter would not advance through the acculink stent. It appeared to have caught on the stent strut. The recover catheter was removed and an accunet recovery catheter 2 was used and successfully removed the accunet filter basket. There was no pt effect.